Event description:
It was reported that the patient's generator was explanted due to a severe chest infection. Per the surgeon, the infection is not related to the vns; however, it was not indicated what caused the infection. The patient had been taking antibiotics, but the infection did not resolve, so the generator was explanted. The physician hopes to re-implant the vns in the future as it was effective for the patient's seizures. Attempts for further information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the lead and the generator prior to distribution.